Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the operating room (or) for aortic valve replacement due to worsening aortic insufficiency (ai). The patient exhibited symptoms of fatigue and shortness of breath. The patient underwent the aortic valve replacement on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 5 of the IFU, "surgical procedures", states that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.